Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the low positives in this wl. Customer informed ts of their sample preparation workflow which was not following hologic recommendations. Hologic product applications specialist (pas) reviewed logs and found no instrument or assay performance issues; the run was clean and valid, so pas concluded the positives were likely low-target or sample mishandling. Customer cleaned the lab and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increase in low positive samples on sars-cov-2 tma runs using assay lot 280001 on panther instrument sn (B)(4). Customer requested a review of wl (B)(4) which had 1 low positive out of 51 samples.